Event description:
It was reported that (1) atw35 device was used during an unknown procedure. It was reported by the rep that the ets-flex would not fire the reload. It jammed. It did not cause any pt complications. The surgeon simply opened up another instrument to finish the case. There was no consequence to the pt.